Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence and urge incontinence. It was reported that the patient reported having intermittent therapeutic effect. Patient stated that in june they had rotator cuff surgery and in september they had another one. The patient stated that since then the therapy hasn't seemed to work at all. They added that they have days where it works and days when it doesn't. The patient noted that they were slow getting up and getting around to the bathroom because their shoulders and arms weren't working very well. Agent asked them if they were getting more than 50% relief of symptoms and they stated yes. The patient mentioned that they called their healthcare provider(hcp) and were told to call mdt. Agent walked them through connecting to the implant and review changing programs. Caller was able to change programs and increased the stimulation where they can feel a tingling sensation and at a comfortable level. Patient to monitor symptoms. Redirected to hcp if symptoms persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the reset the interstim and it resolved